Event description:
Per affiliate: the customer was hospitalized for dka the customer continued to use the pump in the hospital. Bgs were ok. It was informed that in the next week at home the customer noticed high bgs with ketones. The doctor did not believe the pump was the cause of this event.